Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage regulator contacts were cleaned. Also, a filament calibration was completed. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce an image. No report of pt injury.